Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl; cause was unknown. Bg was addressed via a correction bolus and a manual injection. Reportedly, the customer used supplies longer than approved per tandem labeling. The customer was instructed to consult with healthcare provider regarding bg level.